Event description:
The affiliate stated the customer reported false positive gi (gastrointestinal) monitor result for one patient involving the access gi monitor reagent used in conjunction with the unicel dxi 800 access immunoassay system. An initial result of 658.1 u/ml was obtained and released out of the laboratory. As a result, the patient underwent enteroscopy and computed tomography (CT). The customer indicated the results were normal. There has been no report of any additional treatment or current outcome of the patient. The patient's sample was also analyzed on an alternate methodology and produced a lower result of 32.5 u/ml which closely correlated with the reference range of the assay. The customer diluted the sample 2, 4, 6, and 10 times and analyzed the sample on the same instrument. Results of 404 u/ml, 156.5 u/ml, 101 u/ml, and 64.7 u/ml were obtained, respectively. The patient's sample was collected in 13x100 mm serum vacuum tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, between 20-25 degrees celsius ambient temperature. The sample was two days old following collection and refrigerated between 2-8 degrees celsius. No sample integrity issues were noted. System checks, calibrations, and quality control data were within specifications at the time of the event. And no system hardware issues were observed. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access® gi monitor device was returned for evaluation. Service was not dispatched as the customer did not question system performance. Beckman coulter instructions for use (IFU) states: "values obtained with different assay methods cannot be used interchangeably." The gi monitor instructions for use (IFU) states: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause results. Carefully evaluate the results of patients suspected of having these antibodies." The customer analyzed the assay exclusively on pipettor #4. The results were generated using different reagent packs and there was no indication of a performance issue associated with the reagent lot or with a particular reagent pack. In conclusion, a definitive cause of the incident could not be determined with the available information.